Event description:
It was reported that the screen of this programmer was unresponsive during an implant procedure. The programmer was successfully restarted; however, the programmer became unresponsive again. The programmer was exchanged and returned to boston scientific for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device was not yet been returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory found this device recorded a code indicative that the software update was not downloaded and installed by the programmer properly. If noted in the field, this issue can be corrected by rebooting the system, as was done in this case. Laboratory analysis confirmed this programmer demonstrated behavior where the programmer screen becomes unresponsive to touch inputs. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the screen of this programmer was unresponsive during an implant procedure. The programmer was successfully restarted; however, the programmer became unresponsive again. The programmer was exchanged and was returned to boston scientific for analysis. No adverse patient effects were reported.